Event description:
Patient was admitted to hospital. The patient's low back surgical incision began to dehisce (formerly had been closed). Upon debridement by dr while rounding on the patient at hospital, a piece of retained vac sponge was discovered.